Event description:
It was reported that pump displayed altitude alarm and insulin delivery was suspended while speaker holes on back of pump were obstructed. There was no adverse impact to the customer's blood glucose level. Customer removed obstruction, cleaned speaker holes as instructed, reconnected cartridge, and after waiting was able to resume insulin, and pump returned to normal operation with no recurring alarms while technical support provided guidance on preventing future altitude alarms and caller acknowledged instructions.